Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the event occurred due to thermo-mechanical fatigue, customer misuse, and improper handling (impact, shock). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. A field service engineer evaluated the device on site and found a damaged insulating tip at the distal end of the sheath and an indentation in the tube sheath. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the resection sheath has a broken end. The issue occurred during reprocessing for an unspecified procedure. There were no reports of patient harm.